Event description:
At the time of evaulation the pt had significant liver involvement with multiple lesions and the largest measuring 7.9 x 8.2 cm. The pt underwent therasphere treatment to the right lobe of their liver in 08/2001 and received 157 gy. The procedure went well and the pt was discharged to home in stable condition. Initially the pt had a good response to the treatment with pet scan from 10/2001 showing decreased intensity and volume of the liver lesions. In 12/2001 CT showed disease progression with increase in size and number of the liver lesions. The pt went on to receiving further cancer therapy from a different institution. The pt expired in 2002. This death is not related to therasphere treatment; it is due to disease progression in the pt's liver.